Event description:
Ultrasound-guided peripheral IV catheter placed by nursing. Hours later, the patient called the nurse to the bedside reporting the IV was leaking. The rn found the IV catheter hub was separated from the IV catheter. The catheter portion of the IV was retained in the patient¿s arm and required surgical removal.